Event description:
Information received from the field notes that the patient presented to the hospital with "rhythm issues". The physician requested that the follow-up clinic perform a transtelephonic check. The ECG strips appeared to show intermittent loss of capture, both presenting and with magnet application. The patient was not pacemaker dependent.